Manufacturer narrative:
Patient information and event date were requested, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower stalled error. The customer reported there was no patient involvement.